Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: broach device, (B)(6) 2021. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the guide pin was damaged, and the broach adapter failed the visual assessment. It was further determined that the impactor failed the functional assessment due to the damaged guide pin and, the attachment devices could not be attached or removed. It was determined that the most probable cause for the damaged guide pin was improper handling (consistent with the broach not properly secured prior to impacting) by the user (improper handling). The assignable root cause was determined to be traced to user, which is user error. UDI: (01)00850915006044(11)190130(21)jjah02230.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the adapter device could not be attached to the broach device. During in-house engineering evaluation, it was observed that the attachment devices could not be attached or removed. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.